Manufacturer narrative:
Svc rep replaced a fuse, checked and tested the unit to factory specifications.

Event description:
Customer reported an error message was displayed on the anestart anesthesia system which may have impacted anesthesia monitoring. No pt injury was reported.